Event description:
The customer obtained negatively biased quality control results while troubleshooting analyzer condition codes using vitros phyt slides on a vitros 250 chemistry system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. No pt results were processed while quality control was unacceptable. There were no allegations of harm. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
The investigation found no evidence to suggest that vitros phyt or the vitros 250 malfunctioned. The investigation determined that the negatively biased phyt quality control results were due to user error when replacing the immunowash fluid reservoir.